Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter that used for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications were reported.